Event description:
Reportedly, the instrument was fired and appeared to have fired properly. Pt was closed. Sent to post-op. Later in the day the pt was brought back to the o.r. For bleeding. Surgeon inspected the stapleline where it appeared to be bleeding and suture was used to close the opening.